Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was compromise force sensor alarm with the customer's insulin pump. It was reported that the drive suppose cap was loose. It was reported that the customer's blood glucose levels were 133mg/dl. The insulin pump is being returned for analysis and replaced.